Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12825. It was reported that noise was observed via merlin.net transmissions on both right ventricular and atrial leads. Noise was confirmed during a follow in clinic. The dependent patient was symptomatic due to oversensing on the right ventricular lead. Programming changes were made. The patient's vein was occluded therefore it was referred for extraction. Date to be determined. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that both right ventricular and atrial leads were explanted and replaced. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece measuring 77.5cm. Visual inspection of the lead found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression at 11.3cm to 11.5cm, 14.7cm to 14.8cm and 15.6cm to 15.7 cm from the connector pin. The cause of the external insulation abrasions is consistent with lead friction to the device can. Other damages found were sustained during the surgical procedure.